Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) battery was depleted and that the stimulation was turned off. The patient went to recharge and the moment that he pressed the green start charge button the implantable neurostimulator (ins) began to ramp up and the patient felt a shocking sensation. The patient stated that it hurt so bad that if he wouldn't have been able to get it to stop he was going to call 911. The patient was trying to use the implantable neurostimulator recharger (insr) to turn it off but it was showing that it was already off. The patient finally grabbed the patient programmer and was able to use the minus button to turn it down and off. The patient stated since this one issue it has not happened again. No falls or traumas were related to the issue and no emi exposure. Relevant medical history included: failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.